Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the customer acknowledged understanding and was advised to continue using the pump, with instructions to call back if the malfunction code recurs.